Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Pre-market / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient experienced recurrent symptoms of urinary urgency and frequency following a fall. The patient was seen by their physician and an x-ray was obtained indicating a lead fracture; high impedances were also observed. As a result, a surgical procedure was performed during which both the fractured lead and implantable neurostimulator (ins) were removed and replaced with a new lead and ins. No further patient complications were reported.

Event description:
It was reported the patient experienced recurrent symptoms of urinary urgency and frequency following a fall. The patient was seen by their physician and an x-ray was obtained indicating a lead fracture; high impedances were also observed. As a result, a surgical procedure was performed during which both the fractured lead and implantable neurostimulator (ins) were removed and replaced with a new lead and ins. No further patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 this report is being filed for a correction to field h1 type of reportable event and h6 device code.